Event description:
It was reported that the right atrial lead was determined to be fractured due to out of range pacing lead impedances. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.